Manufacturer narrative:
Device evaluation completed on september 8 2020; during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed two (2) tears (a and b) located in the posterior view and both measuring approximately less than 0.1 cm , the tear b was found within an area of shell abrasion. Microscopic examination was performed in the tear a and the cause of the tear could not be identified. The evaluation determined that the loss of shell integrity is consistent with a rupture of the tear b caused by wear. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation/rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced left sided deflation post procedure. A visual examination was performed by a physician and deflation was diagnosed. As a result, patient scheduled for bilateral replacements on (B)(6) 2020.

Manufacturer narrative:
On august 13, 2020 mentor received additional information indicating the patient replacements devices were as follow right replaced with cat#: 3501670, sn#: (B)(6), and left replaced with cat#:3501670, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).